Event description:
Additional information received from the patient noted that circumstances that led to the issue: no changes. Steps taken to resolve the issue: more senokot, citrocel. Regarding had the issue been resolved, it was noted: yes, the patient's husband reprogrammed the controller to the patient's comfort and the patient was still taking more citrocel and walking more.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bdsd, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was constipated the last two weeks. The patient was feeling stimulation. The stimulation sensation changed on (B)(6) 2015. She used to have stimulation in the lower back but on (B)(6) 2015 she felt stimulation every 5-6 seconds only on her right labia/vagina. This was a sudden change in therapy/symptoms. Also, stimulation was high and she could not adjust until her husband got home later. There were no falls/trauma that could be related to the issue. The patient walked 2-4 miles a day but that had not changed. The indication-for-use (IFU) was fecal dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).